Manufacturer narrative:
Batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blister". The cause of the consumer stating the wrap caused a burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harms was s3; site sample was not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Expend trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr adverse event safety for investigation 14-jul-2017 to 14-jul-2020. There is no further action is required. Expend trend actions taken: there was deviation from sop-105746, complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4).

Event description:
Event verbatim [preferred term] burn blisters on the left side [burns second degree], , narrative: this is a spontaneous report from a non-contactable pharmacist reporting for a patient. A 35-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, expiration date 31aug2022, on (B)(6) 2020 at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought the product and reported next day on (B)(6) 2020 that she had burn blisters on the left side. Pharmacist suspected that the product was worn overnight, but in any case for 8 hours. The action taken in response to the event was unknown. The event outcome was unknown. Per the product quality group: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blister". The cause of the consumer stating the wrap caused a burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harms was s3; site sample was not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Exped trend assmt. & rationale: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. Based on this citi search, there is not a trend identified for the subclass adverse event safety request for investigation for lbh 8hr products, refer to attached trending chart lbh 8hr adverse event safety for investigation 14-jul-2017 to 14-jul-2020. There is no further action is required. Exped trend actions taken: there was deviation from sop-105746, complaint trending guidelines, effective 24-feb-2020 in which the expedite trending of complaint investigations was trended for a 24-month period instead of a 36-month period. This investigation was reopened to correct the trending. The results do not change the root cause of the complaint. Corrections will be completed in (B)(4), action item (B)(4). Follow-up (17aug2020): new information received from product quality complaint group includes product investigation results. No follow-up attempts needed. No further information expected. Follow-up (24aug2020): no follow-up attempts needed. No further information expected. Follow-up (27aug2020): new information received from product quality complaint group includes updated product investigation results, onset latency for "burn blisters" was added as 1 day. Follow-up (08oct2020): new information received from product quality complaint group includes updated trending information. No follow-up attempts are needed. No further information is expected.

Event description:
Event verbatim [preferred term]. Burn blisters on the left side [burns second degree]. Narrative: this is a spontaneous report from a non-contactable pharmacist reporting for a patient. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, expiration date 31aug2022, on (B)(6) 2020 at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought the product and reported next day on (B)(6) 2020 that she had burn blisters on the left side. Pharmacist suspected that the product was worn overnight, but in any case for 8 hours. The action taken in response to the event was unknown. The event outcome was unknown. Additional information has been requested and will be provided as it becomes available.

Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn." The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: yes; severity of harms: s3; site sample status: not received.

Event description:
Event verbatim [preferred term] . Burn blisters on the left side [burns second degree]. Narrative: this is a spontaneous report from a non-contactable pharmacist reporting for a patient. A 35-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, expiration date 31aug2022, on (B)(6) 2020 at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought the product and reported next day on (B)(6) 2020 that she had burn blisters on the left side. Pharmacist suspected that the product was worn overnight, but in any case for 8 hours. The action taken in response to the event was unknown. The event outcome was unknown. Per the product quality group: the root cause category is non assignable (complaint not confirmed as a quality defect). After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn." The cause of the consumer stating the wrap caused a burn is inconclusive since review of records does not provide evidence to support defective product. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Reasonably suggest device malfunction: yes; severity of harms: s3; site sample status: not received. Follow-up (17aug2020): new information received from product quality complaint group includes: product investigation results. No follow-up attempts needed. No further information expected.

Manufacturer narrative:
Batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blister". The cause of the consumer stating the wrap caused a burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harms was s3; site sample was not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch.

Event description:
Event verbatim [preferred term]. Burn blisters on the left side [burns second degree], , narrative: this is a spontaneous report from a non-contactable pharmacist reporting for a patient. A 35-year-old female patient started to use thermacare heatwrap (thermacare lower back & hip), device lot number ck9824, expiration date 31aug2022, on (B)(6) 2020 at an unknown frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The patient bought the product and reported next day on (B)(6) 2020 that she had burn blisters on the left side. Pharmacist suspected that the product was worn overnight, but in any case for 8 hours. The action taken in response to the event was unknown. The event outcome was unknown. Per the product quality group: batch ck9824 is the only batch within the scope of this investigation. Thermacare batches are produced as individual lots. The device history record (DHR), reserve samples, and trending were evaluated. No quality issues were identified. The root cause category is non assignable (complaint not confirmed as a quality defect). A return sample is not available at the site for evaluation. After a review of the batch thermal records, thermal results all met product release criteria. Consumer reports the wrap caused "burn blister". The cause of the consumer stating the wrap caused a burn blister is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Care should be taken when using the device. The plant has reviewed this batch from a manufacturing perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Severity of harms was s3; site sample was not received. Lot trend assmt. & rationale: an evaluation of the complaint history confirms that this is the first complaint for the sub class adverse event serious/unknown for this batch. On the basis of this evaluation, a trend does not exist for this batch. Follow-up (17aug2020): new information received from product quality complaint group includes product investigation results. No follow-up attempts needed. No further information expected. Follow-up (24aug2020): no follow-up attempts needed. No further information expected. Follow-up (27aug2020): new information received from product quality complaint group includes updated product investigation results, onset latency for "burn blisters" was added as 1 day. No follow-up attempts needed. No further information expected.